Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unidentified cartridge alarm during the load process. The customer did not provide a blood glucose value but reported being "fine." The customer loaded a new cartridge successfully and resumed insulin delivery.